Event description:
It was reported that a smiths medical fluid warmer had a slight leakage in the water tank. The leak occured while initial disinfection. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information was received that after replacing the water tank and sealing the strips of the seven temperature and fluid meters, and the water leakage situation did not reflect.